Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information was received indicating that this lead microdislodged and was confirmed thru fluoroscopy. This rv lead was surgically abandoned. No additional adverse patient effects were reported.